Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the overlay and stylus do not align; overlay found out of electrical specification. Analysis also found the power bay assembly latches are broken. Concomitant: 229047 analyzer (B)(4)

Event description:
It was reported the pen pointer is not working despite calibration. The programmer was returned for repair and calibration. There was no patient involvement indicated.